Event description:
Reporter alleged discrepant blood glucose results of 392, 161, & 184 mg/dl when all tests were performed back to back, minutes apart, on the advantage system. Reporter stated he took sliding scale rapid insulin 2 hours prior to the testing; however, no other actions or treatment was reported. A request was made for the return of the suspect product and replacement product was sent.